Event description:
Maquet cardiovascular received a user facility medwatch #(B)(4) from the FDA on 01/07/2009 stating, "while using the hemopro vasoview radial harvesting device, the tip of the instrument became red hot and began smoking. It did not stop smoking until it was removed and unplugged." Maquet's (B)(4) sales representative contacted the customer and provided additional info on 01/13/2009 stating, "there was no pt effect involved with the procedure." Then on 01/15/2009 maquet also received further info from the customer that a new device was used to complete the procedure. Maquet received another user facility medwatch# (B)(4) from the FDA on 01/16/2009 stating, "while using hemopro, p.a. Proceeded to cauterize an arterial branch. The branch was cut but not cauterized. The tip of the instrument became red not and began smoking. The instrument did not stop smoking until it was removed from the arm and unplugged." The maquet sales representative received info from the customer on 01/19/2009 which confirmed that the second user facility medwatch was a duplicate of their first medwatch #(B)(4) report for the same case.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).